Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for degenerative disc disease/herniated disc pain and spinal pain reported via the manufacturer¿s representative (rep) that while they were driving they felt a change in their back and experienced back spasms. The rep. Interrogated the implantable neurostimulator (ins) with the clinician programmer and saw a power on reset (por) 0x400 message. An impedance check was also performed with results ranging from 2,900 to 4,300 ohms. The rep. Didn¿t have an historical data to see if this was normal for the consumer. The programmer was then used to clear the por which resolved the issue.